Event description:
It was reported that fiber was not firing likely due to the fiber sterilization method. The patient was likely already sedated at the time of this event. No additional information was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
B3 date of event - estimated.

Event description:
It was reported that fiber was not firing likely due to the fiber sterilization method. The patient was likely already sedated at the time of this event. No additional information was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.